Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-12390. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on july 22, 2025 with lot number 3514099. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade iii. Device was explanted and replaced.